Event description:
It was reported the patient experience discomfort at the ipg site. As a result, a pocket revision took place wherein the ipg was repositioned on (B)(6) 2021 laterally to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.